Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call indicating high blood glucose readings and insulin flow blocked. The customer's blood glucose reading was 468 mg/dl. The customer treated with two shots at 10 units. The customer had symptoms such as nausea. The customer figured there was air bubbles in the line. The customer also mentioned bent cannula. The insulin pump will not be returned for analysis.